Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The customer reported problem 'ec 322' could not be confirmed through the event history log, however evaluation was able to reproduce the error through troubleshooting of the device and found it to be caused by a failed input/output board which was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a system error 322 (link switch error(low)) alarm. There was no patient involvement. No additional information is available.